Manufacturer narrative:
A further clinical review of the event details has been completed and identified a change in the MDR reportability. This event is reportable as a malfunction MDR. There was no patient injury or adverse patient outcome in this case; however, detachment of a filter limb could lead to patient injury if it were to recur. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: clot was found within the apex of the filter. The filter exhibits 6 legs and 5 arms present and intact. The detached arm was returned. The arm detached approximately 0.5mm from the base of the apex. The detached arm measures approximately 3.2cm in length. Two legs were returned crossed; however, it is unknown when the limbs became crossed as it was not reported by the user. Dimensional evaluation: the two legs were uncrossed. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: as medical records were not provided, a review could not be performed. Photo review: the 5 electronic photos were reviewed by a field assurance engineer. Photo 1 shows a denali filter on a piece of gauze. Clot/tissue is seen on the apex and on several limbs. Several limbs appear to be crossed or bound together by tissue/clot. The 11 limbs are found to be attached to the device. The twelfth limb can not be seen in this photo. Photo 2 shows a denali filter being held by a pair of forceps. Clot/tissue can be seen binding several limbs together and within the apex. The number of limbs cannot be counted. Photo 3 shows a thin metallic wire attached to a pair of forceps. Photo 4 shows a thin metallic wire on a piece of gauze. Photo 5 shows a denali filter with what appears to be a detached filter arm. Clot/tissue is identified within the apex on several limbs. Two legs appear to be crossed. Based on the photo review, a detached filter arm can be confirmed. Conclusion: based on the returned sample condition and the images provided, the investigation is confirmed for a detached filter arm. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. Images and photos were provided and review is currently underway. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eight months post vena cava filter deployment, spot imaging prior to filter retrieval allegedly demonstrated one detached filter limb in the ivc. The filter was successfully captured with a snare and then forceps were used to retrieve the detached filter limb successfully. The patient was reported to be asymptomatic pre and post filter retrieval.

Manufacturer narrative:
Medwatch (B)(4) was received by mail on 1/8/16, upon review, the only new information received was the patient weight was reported in pounds vs kilograms. (B)(6) was documented in the relevant patient history. A review of received images has been completed, per image review: a denali filter with one detached arm located within the confines of the filter can be confirmed and the removal of the denali filter can be confirmed. However, based on images provided, the detached filter arm removal cannot be confirmed. Investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.